Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 9/19/2024, it was reported by a sales representative via email that an ar-3740sp double loaded knotless knee fibertak pulled out during the final tensioning. This was discovered during an mpfl procedure on (B)(6) 2024. The implant was cut out and removed from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.